Event description:
It was reported that the during an implant the mobile programmers application froze and did not provide any values after attempting to test the electrical's. The application needed to be closed and restarted. After reconnecting the application worked as expected. The mobile programmer was rebooted and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.